Manufacturer narrative:
It was determined the spring holder on the rinse head was off. Precision testing and qc were performed. The investigation determined the broken spring holder was the cause of the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 112 umol/l. This result was reported outside of the laboratory where the doctor questioned it. The repeat result was 86 umol/l. The crej2 reagent lot number and expiration date were not provided.